Event description:
It was reported that a user experienced hypoglycemia after announcing a dinner and subsequently announcing less insulin, after which the blood glucose dropped and was treated with fast-acting carbohydrates without a confirmatory fingerstick. Symptoms included cognitive cloudiness and reduced concentration. Outcomes included no need for medical intervention and no assistance required. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device alarms beyond low and urgent low alerts and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.